Event description:
Customer - power cord damaged and showing bare wires. Technician found that the power cable had been cut and the wires were exposed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected at the user's facility by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. The event has been more than likely caused by either the mains cable being run over whilst maneuvering of the bed, or by being allowed to become entangled in the moving parts. There are several warnings within the user manual ((B)(4)) to ensure the correct positioning of the cables: under the general warning's on page two and also under installation on page 9. As the MFR, we have concluded that user error caused the incident. (B)(4).